Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe was returned on this investigation tor testing. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar (relevant) complaints were reported for the product lot/batch/serial under investigation. The ophthalmic laser probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was connected to a calibrated system and was successfully recognized. The sample was found to have no problem with fitting through the trocar. The returned laser probe was found to have no problem; therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery an ophthalmic laser probe was stuck in trocar. Surgery was completed after replacing the pak with another one. There was no harm to the patient. Additional information received clarifying that the probe needle couldn't reach to retina and it was felt short.